Manufacturer narrative:
The field service engineer (fse) discovered pinch valve vl20 tubing from line t53 was obstructed and replaced the tubing. The fse performed reproducibility test, system startup, quality control (qc), and latron control; all test results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported discrepant red blood cell (rbc) parameter on 5c controls in auto mode involving the coulter lh 500 hematology analyzer. The customer noted the issue developed after a recent preventative maintenance (pm) service was completed. The customer reanalyzed the same control vial on an alternate coulter lh 750 hematology analyzer and obtained lower results. The customer processed an empty sample tube on original analyzer and noticed fluid in the tube. Beckman coulter informed the customer that water used to clean the blood sampling valve (bsv) may drop into the actuator when cleaning the bsv and advised the customer to use paper towel under the bsv during cleaning. No patient samples were analyzed at the time of the event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.